Event description:
The manufacturers service engineer confirmed the reported problem. The service engineer reported the cpu and data acquisition pcb boards and battery were replaced to address the reported problem. Final testing was performed per operating specifications and no fault recurrence reported.

Manufacturer narrative:
Evaluation and service pending.

Event description:
The international customer reported the ventilator alarmed and displayed a vent inop data acquisition pcba adc failure. The customer reported the unit not was in use on a patient therefore there was no patient involvement or harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Evaluation and service of the device is pending.